Event description:
It was reported that the patient presented to the clinic remotely via data transmission from their ICD system. Upon examination, it was found that the right ventricular (rv) lead exhibited non-sustained right ventricular oversensing. No intervention was performed. There was no adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).